Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for embedded foreign matter and ink splatter with the incident lot was observed. Additionally, evaluation of the customer samples was performed and embedded foreign matter and ink splatter was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for embedded foreign matter and ink splatter with the incident lot was observed. Additionally, evaluation of the customer samples was conducted and embedded foreign matter and ink splatter was observed. Root cause description: based on the investigation, the most likely cause of the black speck is foreign matter from the cover of the supersack used to transport the tubes from injection molding to the tubes manufacturing department. The ink splatter is most likely the result of a machine adjustment which allowed a small amount of ink to drop to the transfer bed which was not removed. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had fm embedded in the yube. No report of medical intervention or serious injury.